Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion contained a bend between >45 and <90 degrees and was located in the mildly tortuous and mildly calcified left circumflex artery. After a 6f guide catheter was engaged and 0.014 guide wire crossed the lesion, pre-dilatation was performed with 2mm balloon catheter. A 3.00x16mm promus element stent was advanced to treat the lesion. However, upon advancing, the shaft broke and the device was removed. The procedure was completed with the another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a break 220mm distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion contained a bend between greater than 45 and less than 90 degrees and was located in the mildly tortuous and mildly calcified left circumflex artery. After a 6f guide catheter was engaged and 0.014 guide wire crossed the lesion, pre-dilatation was performed with 2mm balloon catheter. A 3.00x16mm promus element stent was advanced to treat the lesion. However, upon advancing, the shaft broke and the device was removed. The procedure was completed with the another of the same device. No patient complications were reported and the patient status was stable.